Manufacturer narrative:
(B)(4). The inpen does not pair with commercial mobile app. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Unable to verify report anomaly due to communication anomaly. Inpen dose button was removed and electronic stack, encoder assembly and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. However, the battery was found to be depleted. It was determined that the inpen does not pair with commercial mobile app due to depleted battery (0.010 volts).

Event description:
Information received by medtronic indicated that the inpen had not recording the exact doses dialed on the inpen. Inpen had intended dose amount recorded in the inpen app was not greater than 1.0 unit. No harm requiring medical intervention was reported. The device will be returned for analysis.